Manufacturer narrative:
Additional device product codes: jdp, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 02.124.416-us. Lot: 9312832. Manufacturing site: (B)(4). Release to warehouse date: january 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 4.5 variable angle locking compression plate (lcp) handle broke at mid shaft, post-op. The device was implanted on (B)(6) 2019. On (B)(6) 2020 the variable angle locking compression plate was replaced and a retrograde femoral nail was used because the bone did not heal. The procedure was completed successfully. The broken fragments were removed easily. The patient was reported as stable after the procedure. Concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown) this report involves 1 4.5mm va-lcp curved condylar plate/16 hole/336mm/right. This is report 1 of 1 for (B)(4).